Event description:
Related manufacturer report number 1627487-2022-00169. It was reported that during an ipg replacement procedure due to eri on (B)(6) 2021, the physician had difficulty inserting the extension into the ipg header. When the physician did insert the extension back into the header, it is suspected that the extension has become damaged, confirmed by high and low impedances and lack of therapy. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.